Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 4 months after the dental implant was installed in patient's mandible it was verified its non-osseointegration . Patient presented bone type ii and immediate load was not performed.